Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2013-03757, 1225714-2013-03758, 1225714-2013-03759 and 1225714-2013-03760.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and a cardiovascular event and subsequently expired on or about (B)(6) 2010, after the use of the product.